Event description:
The customer reported that her olympus hf generator unit was presenting an e433 error code during procedure preparation. According to the initial reporter, the device was self-restarting continuously. Reportedly, she replaced the unit was a like-device, and completed the procedure without any report of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty high voltage power supply board was discovered and caused the reported failure mode as it was causing the unit to restart automatically. This board will require replacement. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective high voltage power supply board. Olympus will continue to monitor field performance for this device.